Manufacturer narrative:
The insulin pump was unable to prime during the priming test due to protruded/loose drive support disk. There was no motor error alarm and the motor passed the motor test. The insulin pump had minor scratches on the lcd window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and motor error alarm on the insulin pump. Customer's blood glucose reading went as high as 589 mg/dl. Customer experienced thirst and urination. Customer treated themselves via a bolus delivery and manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.